Event description:
It was reported that a novum iq large volume pump over infused during infusion. The drug involved in the infusion was 25 units insulin in 100ml of sodium chloride (nacl) at an expected delivery rate of 10ml per hour. However, after two hours of infusion, the bag was empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A flow accuracy test was performed and was unable to reproduce the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.